Event description:
It was reported that post operative to a cystectomy with ileal conduit procedure, a leak was noticed at the anastomosis site. The original surgery date was in 2009 and due to symptoms of pain, the patient was brought back to surgery the following month. Several staples were noticed to be unformed at leak area. Another unknown stapling device was used to correct the problem. The patient is stable. Device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.